Manufacturer narrative:
The device and multifunction cable (mfc) were returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device and mfc were put through extensive testing including bench handling and ECG stressing without duplicating the report. The defib receptacle and mfc cable were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "ECG monitoring failure" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no patient involvement in the reported malfunction.